Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 33 mg/dl. Customer received too much insulin and followed up with their healthcare provider who then changed their basal rates. Customer did not specify how they treated their low blood glucose levels. Customer was unable to be reached in order to follow up in regards to their low blood glucose levels. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.